Manufacturer narrative:
Additional information was added to h6, h11. H11: an event history log review was performed, and on the event date on 01/20/2025 the device did experience a uso sensor failure low. The uso sensor failure low was found at 10:55:20. The reported condition was verified. The device was not received for evaluation; therefore, a device analysis could not be completed. In the absence of the actual device the cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had an upstream occlusion (uso) sensor failure error (error code 21513). The error occurred during a potassium chloride infusion at 50ml/hour and a volume to be infused (vtbi) of 50 ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6 (update codes), h11. H11: the device was evaluated on-site. A downstream occlusion sensor test, upstream occlusion sensor test, and a flow rate accuracy test were performed with no issues; the device met testing specifications. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified during testing. Should additional relevant information become available, a supplemental report will be submitted.